Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the infusion stopped inside the eye at the time when vitrectomy did not work. The eye withered several times until the problem was resolved during procedure. The equipment did not show any error message. The probe was then changed to complete the procedure. Additional information was received from company representative that changes in the structure of the eye during the procedure were noticed, but resolved, without the need for intervention. Dry eye was not mentioned. After replacement of probe and infusion, physician could keep the patient stable. The procedure took longer than expected, but it was stabilized during the procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The customer reported the infusion stopped working. Based on the image, visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).